Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. No details of the reported event were provided and neither the affected devices or the customer dataset were received for investigation. Review of the pcu event log shows the module was in use and infusing a pca dose and continuous infusion of drugid 5 at 1.2ml/hr. The device was paused at 12:15 am on (B)(6) 2016; the door was opened and the device alarmed for check syringe. A 35ml monoject syringe was selected, 30.669ml was detected, and the infusion was restored. At 4:32 am, the pca patient history was cleared. At 2:31 pm, the device alarmed for check syringe. 17.0916ml was recorded as having infused between 12:16 am and 2:31 pm; 13.5774ml should have still been left in the syringe. A 35ml monoject syringe was selected, with 30.7803ml detected. A continuous only infusion of drugid 116 was programmed to infuse at 10ml/hr with a vtbi of 30.7803ml. "Yes" was selected in response to the guardrails warning "pca continuous dose exceeds limit," and the infusion was started. At 5:20 pm, the volume infused was cleared. The device door was opened, and a check syringe alarm occurred. 27.9787ml was recorded as having infused between 2:31 pm and 5:20 pm; 2.8016ml should have still been left in the syringe. A 35ml monoject syringe was selected, with 30.9613ml detected. A continuous only infusion of drugid 116 was programmed to infuse at 10ml/hr with a vtbi of 30.9613ml. "Yes" was selected in response to the guardrails warning "pca continuous dose exceeds limit," and the infusion was started. At 5:24 pm, the device door was opened, and a check syringe alarm occurred. A 35ml monoject syringe was selected, with 30.7107ml detected. A continuous only infusion of drugid 117 was programmed to infuse at 2ml/hr with a vtbi of 30.7107ml. At 6:10 pm, a patient pressure alarm occurred, the device was channeled off and the system is powered off. The root cause of the customer¿s report of an overinfusion was not identified, however the log review did note two instances where the syringe was replaced with a new syringe with a considerable amount of drug still left in the prior syringe. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported a possible over infusion with a pca pump that has not been confirmed to have occurred. Although requested, no further information is available; there was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed; intended programming parameters and drug name were not provided. However, there was a medication change and a concentration change that might have contributed to the report of a possible overinfusion. Review of the event logs with the pcu's data set showed that the device was infusing pca dose and continuous morphine 5 mg/ml (150mg in 30ml) at a rate of 1.2ml/hr. At 2:31 am on (B)(6) 2016, the user programmed a continuous only infusion of hydromorph 0.2mg/ml 6mg in 30ml to infuse at 10ml/hr. The user selected yes to the guardrails warning pca continuous dose exceeds limit and the infusion was started. At 5:24 pm, the user programmed a continuous only infusion of hydromorphone 1mg/ml (30mg in 30ml) to infuse at 2ml/hr and started the infusion. Physical inspection noted the device to be in overall fair condition with the instrument seal intact. The pca module passed all preventive maintenance tasks. The root cause of the customer¿s report of an overinfusion was not identified.